Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a gynecologist/obstetrician in (B)(6) on 20-feb-2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted in 2014. According to the reporter, insertion was completely normal but after day or two the patient took a contact because she had pain. She was given a sick leave. On an unspecified date, the patient went to hospital due to pain and was decided to remove tubes by laparoscopy. During operation, it was noticed that implants were correctly in situ. The reporter's opinion was that removal of tubes was unnecessary and that the patient's symptom was caused by something else than essure implants. Internal communication on 24-feb-2015: follow-up with reporter is not possible. (B)(4). The final assessment was: since no product was returned for investigation, they were unable to perform an investigation of the actual device involved in this complaint. Typically, they would inspect the micro-insert to look for any manufacturing deficiencies. Since they have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. They were unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. The medical assessment was: this ptc was initiated due to a request for confirmation of quality. The reported adverse event is a known, possible, undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. The list of similar cases contains reports with similar events coded in (B)(6). It includes recent cases received by bayer pharma and older cases received from the previous owner of the essure product (conceptus). These legacy reports have been re-coded according to bayer pharma standards. In this particular case a search in the database was performed on 27-feb-2015 for the following (B)(6) preferred term: pelvic pain. The analysis in the global safety database revealed 299 cases. Bayer is closely monitoring the benefit-risk profile of essure. This includes consideration of the legacy cases in safety analyses. The cumulative review of the reports has not yielded any new safety signal. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who experienced pain after essure (fallopian tube occlusion insert) insertion. She was submitted to a laparoscopic bilateral salpingectomy. The reported pain, regarded as pelvic pain, was considered serious due to medical importance and is listed according to essure's reference safety information. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. In this particular case, although the reporter regarded the event as unrelated to the suspect insert, given its close temporal relationship with essure insertion, company considers causality cannot be excluded. This case was regarded as incident due to the required surgical intervention. A product technical complaint (ptc) analysis was performed and concluded that there is no reason to suspect a causal relationship to a potential quality deficit (lack of complaint sample and any valid batch information). Follow-up information is not possible. Case closed.